Manufacturer narrative:
The patient went to the hospital to purchase the needle and completed an insulin injection at home. Red bleeding spots was observed on the injection area, so she stopped to using the needle. Several testing and documents were reviewed: bioburden report, endotoxin report, biocompatibility testing, manufacturing records. However, no abnormalities were found.

Event description:
The patient went to the hospital to purchase the needle and completed an insulin injection when she went home. Red bleeding spots was observed on the injection area, so she stopped to using the needle.